Manufacturer narrative:
No sample or lot number info was provided for evaluation. There was insufficient info provided to determine how the basket may have contributed to the reported problem. The IFU states: only physicians trained in stone manipulation should perform this procedure. A variety of techniques may be employed, however, the physican should use the technique most appropriate for the individual pt's situation. Inspect the device prior to use and during the procedure. Conventional use is to open the basket with the thumb slide. Pull the basket backward toward the object while slowly rotating the basket. Once the object has been captured, partially close the basket to secure the object for removal by pulling the thumb slide back. Simultaneously, withdraw the basket and the ureteroscope from the urinary system. The IFU warns that some objects may be too large to be removed endoscopically using a retrieval device. The use of fluoroscopy and/or x-ray to determine the size of the object is recommended; do not use the stone basket if the object is too large to be removed endoscopically. Potential complications that may result from the use of a basket in an endoscopic urological procedure can include inability to disengage from irretrievable object. A field correction was implemented in 10/06 and reported to the district which consists of notifying physicians and hospitals of revisions to our instructions for use.

Event description:
It was reported during a stone removal procedure, a stone became trapped inside the basket and the surgeon had to cut the basket off the wire. The basket and stone remained inside the pt and a stent was placed. The pt was taken back to surgery in 2006, but the dr was not able to find and retrieve the basket with the stone inside. The pt had multiple stones with a couple of them measuring 4-5 mm. Reportedly, the one that became stuck inside the basket was one of the smaller ones. This procedure was performed during oupatient treatment and pt was sent home with the basket and stone still inside the pt's ureter. The initial procedure was performed in 2006. Add'l follow-up with the reporter in 2007 provided info that basket with stone inside still had not been located and pt was still undergoing treatment. Add'l info was requested specific to the event as the whether the dr attempted to remove the stone before cutting the basket and exactly how the basket was severed inside the ureter, but the reporter stated she did not know that info.